Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter. Microscopic examination revealed that the hypotube was separated 64cm from the hub. The fracture faces were oval as if kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 8 x 3.5mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified proximal left main (lm) coronary artery. After a non-bsc guidewire was advanced to cross the lesion, a 3.5mmx8mm quantum maverick balloon catheter was selected for use and advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment/ separation.